Manufacturer narrative:
Inspected one opened and used enlite sensor, performed bicarbonate buffer test per specifications. Sensor failed per specification due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor and blood glucose are off. Customer also reports calibration errors. The blood glucose reading is 94 mg/dl. Nothing further reported.